Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed lead body conductor #2 was broken. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 08-feb-2028, UDI#: (B)(4), g2: the country of origin is south africa. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was trialing a wireless external neurostimulator (wens). It was reported that during implant, high impedance was measured. An impedance test was performed. They disconnected the lead from the wens, swapped the leads, and impedances moved from contact 2 to contact 9. When they swapped the leads back, the impedance issue remained on contact 2. The leads were cleaned and it was tried again, but the healthcare provider decided to replace the lead with another. In the initial report the representative noted that surgical intervention occurred, but this was clarified as being in reference to the normal/expect implanting procedure; the lead was replaced intra-operatively and no additional surgery was necessary.